Manufacturer narrative:
Updated data: a4. Patient weight was provided by the physician/author. B5. Additional information received from the physician/author stated the duration from mosaic implant to the bioprosthetic valve fra cturing/transcatheter valve-in-valve procedure was two years, nine months, nineteen days. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: chacko y et al. 779 a novel technique for bio-prosthetic valve fracture and valve in valve transcatheter aortic valve implantation for prosthesis-patient mismatch and paravalvular leak. Heart, lung and circulation. January 1, 2020; 29 (supplement 2): s387. Doi: 10.1016/j.hlc.2020.09.786. Published online: november 08, 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6)-year-old male patient who previously underwent surgical aortic valve replacement with a 23 mm medtronic mosaic bioprosthetic valve (serial number not provided). At an undisclosed time after mosaic implant, the patient developed new congestive heart failure (left ventricular ejection fraction of 37%) caused by a combination of patient-prosthesis mismatch and moderate paravalvular leak. Subsequently, the mosaic valve was intentionally fractured (bioprosthetic valve fracturing) with a 22 mm non-medtronic balloon. Then a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve within the fractured mosaic. No additional adverse patient effects or product performance issues were reported.